Event description:
It was reported that during an emergency laparoscopic cholecystectomy, the grasping device broke. Another instrument was required to complete the procedure. There was no patient injury. Another product was returned without any accompanying information.

Manufacturer narrative:
D10 concomitant product: 174317; 174317 endo clinch ii 5mm; (lot number: p5c1093) correction: e1 (phone and fax number) additional information: b5, d10, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection of the three received images and the returned product depict the device with jaws at the distal end broken at the fulcrum and the handle. It was reported that during an emergency laparoscopic cholecystectomy, the grasping device broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the device is exposed to a side force (leverage) that consequently breaks one side of the jaws. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the atraumatic jaws are clamped and locked onto tissue structures by closing the handles. The endo clinch¿ ii 5 mm instrument has a ratchet mechanism that can be switched on or off, for the user¿s preference. To activate the ratchet mechanism, slide the ratchet button forward towards the jaw. To deactivate the ratchet mechanism, slide the ratchet button back towards the handle. Place the instrument on the tissue and close the handle to the most appropriate position for the tissue thickness. To release the tissue or structure from the jaws, when the ratchet mechanism is activated, simply pull the release lever on the handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an emergency laparoscopic cholecystectomy, the grasping device broke. Another instrument was required to complete the procedure. There was no patient injury.